Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set cannula was lodged in customer's body upon site removal. Blood glucose was adversely affected and reported in the 400s (mg/dl). The site was changed and a correction bolus was administered to address the high blood glucose. Customer received assistance from healthcare professional to have cannula removed from body. A small welt remained where the cannula was lodged. Customer reported they were stable with no other issues.